Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that the initial and repeat runs for both patient samples were performed on the same reagent pack. The quality controls were within acceptable ranges. A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and did not find any instrument malfunction. The cse performed maintenance and the instrument was functioning properly. The cause of the discordant, falsely low ee2 results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low enhanced estradiol (ee2) results were obtained on two patient samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher and meeting clinical expectation for the patients. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ee2 results.